Event description:
On (B)(6) 2013, the following was reported to the arjohuntleigh complaints dept by the arjohuntleigh rep: the lock pin on the bed is not working and the bed cannot be rotated. The bed was not placed with the patient as the malfunction was determined prior to patient placement. If the bed cannot be rotated there is a potential for a serious injury or death occurring. Therefore, this event is reportable.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). Add'l info will be provided upon conclusions of the MFR investigation.